Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to MFR report # 3005099803-2009-05824 for the other associated device info. It was reported to boston scientific corporation that two flexima biliary stent systems were used during a stenting procedure within the bile ducts performed on (B)(6)2009. According to the complainant, during the procedure the stent would not deploy. The inner catheter of the device was found to be stretched. A second flexima biliary stent system was used but again, the inner catheter was stretched and the stent failed to deploy. The procedure was completed with a different competitor's device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.